Event description:
In 1998 pt sustained a fracture of the fumur which was fixated using a broad self compression plate. Subsequently, in 1998 the plate and pt's femur were discovered fractured. In 1998, pt underwent removal of the fractured plate.